Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. The product was evaluated. An exterior visual inspection was performed and failed due to window damage. Pictures were taken. Receiver charge and boot tests were performed and passed. A manual speaker test was performed and failed due to low audio. Functional tests were performed and passed. An internal visual inspection was performed and failed due to foreign object damage. Pictures were taken. The speaker resistance was measured and passed. The allegation was confirmed. The probable cause was determined to be foreign object damage. No injury or medical intervention was reported.